Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of button error, blank display excessive no delivery alarm and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 540 mg/dl at 8 in the morning. The customer's current blood glucose is 240 mg/dl. The doctor stated that there has been a lot of rewinds and no delivery and button errors on the pump. The customer stated that when he wakes up the pump will be off. The customer stated that he had high readings because the pump was off. The mother does not remember when the button error happened. The mother declined to troubleshoot for blank display, high readings and no delivery. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump no unexpected button error alarms, excessive no delivery alarms, blank display anomalies or off no power anomalies/alerts noted during testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had an intermittent button response on the act and esc button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, partially broken off reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained end cap sticker.